Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. Additionally, at the time of this report the meter serial number given by the customer is not complete and there is a call-in to the customer to verify the serial number. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the adc fa16may2006 letter.